Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: repair of recurrent hernia with incarceration; extensive adhesions; mesh removal; failure to incorporate; mesh adhered to bowel. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6): [missing records: records for ¿exploratory laparotomy with small bowel resection¿ was not provided.] (B)(6) 2010: (B)(6). (B)(6). Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: same. Procedure performed: laparoscopic ventral hernia repair with mesh. Teaching surgeon: (B)(6). Resident surgeon: (B)(6). Assistants: none dictated. Anesthesia: general. Specimens: non dictated. Estimated blood loss: non dictated. Operative findings: a 4 x 4 cm defect in the upper midline followed by a 2 x 2 cm defect just lateral to the umbilicus and a 1 x 1 cm defect just inferior to the umbilicus. Dualmesh was performed. Procedure: ¿the patient was correctly identified in the holding area and brought to the operative suite where he was placed supine on the operative table. After adequate induction of general endotracheal anesthesia, the abdomen was prepped and draped in sterile fashion. A verres needle was used to enter in the left upper quadrant and the abdomen insufflated to 15 mmhg. Next, a 5 mm port was placed in the left upper quadrant and a subsequent 5 mm port was placed in the left lower quadrant. A 10 mm port placed in the right lower quadrant and a 5 mm port was placed in the right upper quadrant. A camera was used to inspect the abdomen. Encountered was a omentum and small bowel adhered to the anterior abdominal wall. This was taken down carefully using a combination of blunt dissection and sharp dissection. Once the bowel and omentum were freed from the anterior abdominal wall, the hernia defects were visualized. There were three separate defects in the fascia. One was 4 x 4 cm most cephalad, followed by a 2 x 2 cm defect in a 1 x 1 cm defect going caudal down the midline incision. Gore dualmesh was sized to fit and placed into the abdomen. This was brought to the anterior abdominal wall using previously placed gore suture material in four quadrants and one in the midline. The laparoscopic tacker was used to tack the edges of the mesh against the anterior abdominal wall. Hemostasis was ensured. Ports were removed under direct visualization. The abdomen was desufflated. The skin incisions were closed using 4-0 vicryl suture. The 10 mm port was closed using a 0 vicryl suture for the fascia and a 4-0 monocryl suture for the skin. Dermabond was applied. The patient was awakened from general endotracheal anesthesia and brought to the pacu in stable condition¿. Teaching surgeon attestation: I was scrubbed and present for the entire procedure. (B)(6) 2010: (B)(6). Implant record. Mesh goretex dual plus 20 x 30 cm. Body site: abdominal wall. Expiration date: 11/30/10. Model #: dlmcp07. Lot #: 05704899. Mfg catalog #: 1dlmcp07. Size: 20 cm x 30 cm x 1 mm. Manufacturer: w.l. Gore & associates. (B)(6) 2010: (B)(6). Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: (B)(4). Lot batch code: 05704899. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/05704899) was implanted during the procedure. (B)(6) 2012: (B)(6). (B)(6). Office notes. Chief complaint: request for hernia repair. Recurrent incisional abdominal hernia. Smoked 2 weeks ago. CT today demonstrates hernia in midline with mesh having slipped off to the right. Her old operative note demonstrates a gore-tex mesh from laparoscopic repair at unc. Still having significant pain in area. History of kidney stones, exploratory laparotomy with small bowel resection 2004, hysterectomy 2007, laparoscopic hernia repair 2010. Current smoker ½ pack a day. (B)(6) 2012: (B)(6). (B)(6). Operative report. Surgeon: (B)(6). Preoperative impression: recurrent ventral incisional hernia with incarceration. Postoperative impression: recurrent ventral incisional hernia with incarceration. Liver nodule. Omental nodule. Procedure: laparoscopic converted open repair of recurrent incarcerated ventral incisional hernia with mesh. Removal of previous intra-abdominal mesh. Core needle liver biopsy. Excision of omental nodule. Anesthesia: general. Indication: 52-year-old female with a recurrent symptomatic ventral incisional hernia for which she is requesting repair. She had a previous laparoscopic repair at an academic center and has developed a medical recurrence. CT scan demonstrates a defect near the midline with what appears to be a previous gore-tex mesh. Previous operative reports were unavailable. Operative findings: previous gore-tex mesh that was poorly incorporated medially. Medial recurrence of the defect. Left lobe posterior 2 cm liver nodule. Mesenteric 1 x 2 cm nodule. Dense adhesions. Operative procedure: ¿in supine position, the patient was administered general endotracheal anesthesia. Scds and pressure pads were placed. The left arm was tucked with the right arm extended. The abdomen was prepped and draped in sterile fashion and a time-out was held. A small incision was made in the lateral left abdomen through which the 5-mm direct view port was placed and passed bluntly into the peritoneal cavity under direct visual inspection. Once the peritoneum was reached, the insufflation was begun and the camera exchanged to a 30-degree 5-mm scope. Laparoscopy demonstrated no evidence of injury during entry. There were no adhesions on the left side of the abdomen. Two other 5-mm ports were placed in the left abdomen and adhesiolysis begun. I took down adhesions from to the midline and over the liver. In the process, I noted there to be a mass visible in the posterior proximal aspect of the left lobe of the liver as adhesion were elevating it. Adhesiolysis was continued, taking down the adhesions from the liver, taken down the incarcerated omentum from the hernia sac, and taken down adhesion to the previous mesh until I reached the inferior lateral aspect of the old mesh on the right side, where there was densely adherent small bowel. I did not feel I could safely continue laparoscopically. At that point, I converted to open. I made a small incision to begin with identifying the hernia defect, but it was inadequate for taking down these adhesions. The incision was eventually extended to a full 20 cm incision. The adhesiolysis was continued and I also performed adhesiolysis of small bowel afterwards. The bowel appeared to be without evidence of injury. The gore-tex mesh was poorly incorporated medially and was excised completely using cautery staying on the mesh as close as possible to avoid removing any fascia. It was removed and passed off the field. I then noted during mobilization of the small bowel, there was a nodule in the omentum and given the findings on the liver, I decided to excise this nodule as well for diagnosis. It was submitted to pathology for permanent section. I then biopsied the liver nodule. I could not reach it for a wedge and therefore performed 5 core biopsies with a 16-french needle. These were submitted to pathology with two of them frozen demonstrating no sign of malignancy. Focal nodular hyperplasia being the leading diagnosis. There was good hemostasis at that point. I then opted to perform the repair using a sepramesh underlay. The fascial edges were tight coming together and as most of the dissection had been performed on the right side, I extended the dissection over the fascia around the right side and incised the external oblique fascia from pelvis to rib cage as a component separation. This allowed the fascia to reach the midline with much less tension. I then chose the 15 x 20 cm sepramesh, which was laid beneath the fascia overlapping the hernia defect, extending to the right side more than left, and secured it in position with pds and prolene sutures at 2 cm intervals circumferentially. The fascia was then closed over the mesh with a running pds suture. Drains were placed in the subcutaneous space, brought out through lateral stab wounds. The subcutaneous tissue was closed with chromic and the skin with staples. The wound was infiltrated with 0.25% marcaine with epinephrine during closure. The ports sites and skin incisions were also closed with staples. Sterile dressings were applied and the patient was awakened, taken to postanesthesia recovery in stable condition.¿ complications: none. Blood loss: 200 cc. Disposition: to recovery and to the floor. (B)(6) 2012: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2012 procedure was not provided.] (B)(6) 2012: (B)(6). Explant record. Note: mesh. Site: abdomen. Smda: no. (B)(6) 2012: dlp maria parham medical center llc. Implant sticker. Sepramesh¿ ip. Bard. Records span (B)(6) 2010 to (B)(6) 2012. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05704899. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.